Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device did not work properly; the clips would not fire correctly. It is unknown how the case was completed. No additional information is available. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device was returned for analysis partially cycled. The cycle was completed and one clip was fed and then it was removed in order to measure jaws width; the jaws were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.